Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. "Edema corneal central" was reported. To the best of our knowledge the lens remains implanted. If additional informations becomes available a supplemental medwatch report wil be submitted.

Manufacturer narrative:
H11 manufacturer narrative - corneal edema, is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).